Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, one of the surgeon side consoles (ssc¿s) was making a weird grinding noise. The customer requested to disconnect one of the ssc¿s and continue as a single console. The intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer to power down the system and then disconnect the blue fiber cable to disconnect one of the ssc¿s as a single console. The procedure was continued with one ssc and no reports of patient injury. Isi obtained additional information from the da vinci coordinator: the part was successfully replaced and repaired by field service engineer (fse). However, a ¿creaking" sound occurs on arm number 4 when on steep angles. The creaking sound does occur often or constantly. Arm 4 is not as sensitive as the other arms; it would sometimes drift after draping maybe the lock is not engaging as quickly as the other arms. Isi followed up with the customer to confirm that ports were placed prior to the issue occurring. The system powered on with no issues and the case was able to proceed as planned. The surgeon was able to see through the high-resolution stereo viewer (hrsv) and go into following mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the medical grade power supply to resolve the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was replicated. Reported problem: fan intermittently makes a screeching noise. In-house fa: when reviewing the remote fe, there was an error 417 which means one of the redundant power supplies is failing. The power supply was installed and tested on the pca test system. The system started up and failed with error 417. The regulated medical grade power supply (rmgps) fan #1 started making loud noises. The power supply is over 2.8 years old. It will be scrapped. No image or video clip for the reported event was submitted to isi for review. System log review was performed. Per the review, the following was confirmed: a pulmonary lobectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer disabled one of the surgeon side consoles (ssc) after the start of the procedure due to the ssc making a grinding noise. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.